Manufacturer narrative:
This report is submitted on may 6, 2019.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent revision surgery to remove the excess skin and change of abutment under a general anaesthetic on (B)(6) 2019.